Manufacturer narrative:
Additional information received from the local field representative indicated that the respiratory sensing feature was turned off. No surgical intervention has been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms. In a review of the lead data, there were abrupt changes to greater than 3,000 ohms and then decreases to 1,500 ohms. There was also a stored episode which indicated atrial noise and oversensing associated with pacing inhibition for greater than two seconds. The device continued to provide bi-ventricular pacing therapy. Pacing threshold measurements and intrinsic sensing were within normal limits. Boston scientific technical services (ts) discussed turning off a feature related to respiratory sensing to resolve the issue. No adverse patient effects were reported.